Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an error in programming the device. In 2003, the pump was programmed in the hospice patient's home to deliver in the continuous + bolus mode, 10mg/ml of morphine at a rate of 20mg/hour instead of the intended 2mg/hour, a 3mg bolus, a 15minute bolus lockout, no loading dose, no programmed dose limit, and an unspecified container size. According to the customer contact, "the homecare nurse inadvertently pressed 20mg/hour instead of 2mg/hour. Thirty six hours later during a home visit, the nurse noted the error in programming. There was no reported adverse patient effect and no medical interventions were required. The nurse stated the patient was "fine". At the time of the event, the nurse reported that the "vital signs remained the same with respirations between 16-18 breaths per minute". Though requested, no additional information was received.